Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and verified the fluidics. The cse cleaned the luminometer, replaced the gray peripump tubing and calibrated the probes. The cse ran quality controls and precision testing, all of which were acceptable. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument, all resulting lower than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.